Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient was currently being treated for morphine withdrawal. On longer term it was planned to explant the pump, date not defined and would be sent for analysis.

Event description:
Information was received from a foreign healthcare provider (hcp) via company representative (rep) regarding a patient receiving morphine (20 mg/ml, 2,401 mg/day) via implanted infusion pump. It was reported that there was a pump anomaly. The patient had withdrawal symptoms 2 weeks before their next refill. The physician's appointment showed no aspirated drug although system indicated 5ml. Refill had been performed and observed, however, the same day later, the patient went to the emergency hospital, due to persistent withdrawal symptoms. Due to temporary absence of attending physician, pump has been put on minimal flow rate and patient was now under IV medication by the emergency physicians. Session information showed no alarm. The issue was not resolved by time of report. Surgical intervention had not occurred and it was unknown if it was planned. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.